Manufacturer narrative:
Batch reviews performed on 14 november 2016. Lot 144622: (B)(4) items manufactured and released on 22 september 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk tibial tray fixed cemented size 1 right, code 02.07.1201r, lot. 147017 (k090988) (B)(4) items manufactured and released on 11 february 2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 18 november 2016 the r&d project manager performed a visual inspection of the retrieved insert and commented as follows: the lateral side of the posterior bottom surface of the insert presents some dents. The posterior "clipping" features of the insert have been plastically deformed and damaged in the lateral side. It presents a sort of incision with the negative shape of the clipping "tooth" of the baseplate. We can suppose that probably, in the first attempt to fix the insert into the baseplate, the insert was not posteriorly well positioned. In this attempt the insert was pushed posteriorily and was permanently damaged without possibility to be clipped in the following attempts. We can state that the event is not implant related. An insert of the same batch was succesfully implanted later.

Event description:
Tibial insert did not fit into the tibial tray. After many times struggle, the surgeon replaced with a new insert (same lot number). The new one fit easily.